Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due a failed asr total hip arthroplasty. It was noted the patient had a reactive cyst and tissue that was slightly stained a greenish color. Corrosion was noted at the base of the taper

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due a failed asr total hip arthroplasty. It was noted the patient had a reactive cyst and tissue that was slightly stained a greenish color. Corrosion was noted at the base of the taper. Update litigation alleged the asr hip was explanted due to pain and elevated metal levels in his blood.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due a failed asr total hip arthroplasty. It was noted the patient had a reactive cyst and tissue that was slightly stained a greenish color. Corrosion was noted at the base of the taper. Update - (B)(4) 2012 - litigation alleged the asr hip was explanted due to pain and elevated metal levels in his blood. There is no new information that changes the outcome of this investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.